Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device won't hold the lens. The issue was found during a therapeutic endoscopic sinus surgery and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.

Event description:
It was reported, the subject device won't hold the lens. The issue was found during a therapeutic endoscopic sinus surgery and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a damaged coupler. In addition, the device evaluation found a failed leak test due to a slice on the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.